Event description:
The customer reported their acuity cpu intermittently freezing up; causing a lack of centralized pt monitoring, but no pt event. Requested a remote diagnosis of the problem. Welch allyn tech service dialed in and determined that the memory module had intermittent errors, which could cause the cpu to freeze up. Customer said that they would either replace the ram themselves, or would return the cpu for repair. Customer said that they would call back if they wanted to return the cpu. This lock-up event resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a (B)(4) microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The ram was replaced by hospital staff and the acuity system is functioning as expected. The device will not be returned for service at this time, therefore, no further investigation will be performed. Method: remote troubleshooting.